Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1905112. Medical device expiration date: 2023-04-30. Device manufacture date: 2019-05-29. Medical device lot #: 1903108. Medical device expiration date: 2023-02-28. Device manufacture date: 2019-03-29. Medical device lot #: 1812102. Medical device expiration date: 2022-11-30. Device manufacture date: 2018-12-13 . A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the connector luer lock c35 has been found experiencing connection issues between the connector and luer during use. The following has been provided by the initial reporter: we got an injector + connector back from a nurse from an mtx syringe. The connector does not fit the injector. I got both products back and indeed they don't fit together. It would be the second time that the nurse has done this. Our current lot numbers are: connector: 1903108 - 1812112 - 1905112. .injector with cap: 1905109.

Manufacturer narrative:
Investigation summary: nineteen samples from connector lot 1905112 were returned to our quality engineer for investigation. The product was visually inspected and no defects were identified. Functional testing was performed, engaging and disengaging the connectors and retained sample injectors from lot 1905109. In all cases the product functioned properly, and no issues were observed. Retained samples from both lots 1905112 and 1903108 were used for additional evaluation. No defects were identified when the product was inspected and there was no issues observed when engaging and disengaging the connectors from samples of injector lot 1905109. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. In all cases the product performed as intended, there was no issues noted in any of the testing related to the connection or disconnection of the device. DHR review and lot release testing do not indicate any issue. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time.

Event description:
It has been reported that the connector luer lock c35 has been found experiencing connection issues between the connector and luer during use. The following has been provided by the initial reporter: we got an injector + connector back from a nurse from an mtx syringe. The connector does not fit the injector. I got both products back and indeed they don't fit together. It would be the second time that the nurse has done this. Our current lot numbers are: connector: 1903108 - 1812112 - 1905112, injector with cap: 1905109.